Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy. On (B)(6) 2022, the distributor reported the additional information: the pump was tested and after connecting pump to a usb cable the pump turned on. After pressing the quick bolus button, the touchscreen remained blank.